Event description:
Pt complained of painful knee. X-rays taken showed joint space had narrowed, meaning plastic insert had worn. Knee was opened the plastic insert showed wear on medial side. Tibial insert was removed and replaced.